Event description:
It was reported that the right ventricular (rv) lead had high impedance, had a possible fracture, and seemed to be damaged. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal segment of lead was returned and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).